Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/08/2017 with the following findings: during investigation, the up arrow, and ok keypad buttons were under responsive. The keypad was removed to find contamination on the up arrow, down arrow, and ok button contacts. Unrelated to the original complaint, the battery compartment was cracked on the left side of the grip pad.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow was over and under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.